Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post op check, high, out of range high voltage led impedance measurements were observed. The pocket was opened, and the leads were disconnected and reconnected. High voltage lead impedance was now in normal range and dfts were successful. Patient condition is stable.